Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: the device was sent to the service center for repair. The defect reported by the customer has been verified and repaired. The service activities performed: motor, kynar sheath, motor o-ring, cable spring, locking system, cable o-ring, cable . The root cause for the failure in the shaver cannot be determined. This complaint can be confirmed. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4).

Event description:
It was reported by the affiliate that the tornado shaver handpiece needs service. There was no potential harm reported and the equipment does not work. It is not stated about the things like occurrence of issue, patient/user impact,requirement of surgical intervention,delay,time of delay,surgical complications,completion of procedure,availability of spares.